Manufacturer narrative:
(B)(4): no data from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter reported that for two days, the pt obtained low blood glucose readings such as 50-mg/dl and 60 mg/dl one to two hours post-meal. The pt experienced 'hypoglycemic' symptoms; specific symptoms were not provided. The pt administered self-treatment by consuming food, juice and glucose tablets. Troubleshooting revealed the pump's date/time were correct, all pump settings were correct, and all basal/bolus doses delivered were correct as programmed. There was no evidence the pump was not delivering insulin accurately and correctly. However, as the pt suffered symptoms suggesting severe hypoglycemia and rec'd treatment with food while using the pump, this complaint is being reported.